Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had two occurrences of a replace battery now without a low battery warning. The customer also reported the insulin pump prompting a rewind every two hours. The customer also reported receiving a pump error alarm. The customer was able to complete rewind during troubleshooting. The insulin pump also passed a self test during troubleshoot. The customer as advised that the troubleshooting did not indicate the pump error alarm was cleared. The customer's blood glucose was 125 mg/dl. The insulin pump will be returned for analysis.